Event description:
It was reported that during a t2 humeral nailing procedure, the drill bit broke. It was also reported that there was no adverse consequences as a result of this event. It was further reported that another drill bit was available to complete the procedure.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.